Event description:
Additional information was received stating that the patient has had problems with his old patient programmer and said he was speaking with his managing doctor who would like to get him a new handset. Patient said he spoke with a manufacturer's representative (rep) about upgrading to a new handset instead of a 37642 but has been redirected to multiple different people. Patient said the issues he has had with the implant is he believes the programmer has turned his implant off and he had trouble turning the implant back on. Patient said he had to get the help of an emergency doctor to get the implant turned back on. Patient said he has had trouble "getting the programmer to do what he wanted it to do". Patient said he has had issues with the programmer since the beginning and him and his doctor would like to get him a new handset. A rep was emailed to further assist the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller got stuck on a group and couldn't get it to change. The caller reported that they were feeling crappy. The caller tried taking the batteries out and putting them back in and changing the groups but couldn't get them to change. After syncing it was shown that stimulation was off. It was reviewed how to turn stimulation back on, and troubleshooting resolved the issue. The issues were considered sudden. There were no further complications reported.